Manufacturer narrative:
Initial reporter name and address: telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that the intraocular lens (iol), despite being correctly positioned, locked the cartridge, damaging the optical zone. It occurred during implantation/application. No further information provided.

Manufacturer narrative:
Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens revealed that it was stuck to a piece of tape. The lens was cleaned revealing damage on the edge of the lens. The code stuck in cartridge could not be confirmed due to no cartridge being received. No further issues were identified. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue "stuck in cartridge" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.